Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited several non sustained right ventricular oversensing episodes. Myopotential oversensing was suspected. All other parameters were within normal limits. X-ray confirmed that lead positions were unchanged. Programming changes were suggested. No intervention was reported. Patient was stable throughout.